Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the batteries were dead, and the unit would not turn on event connected to ac power. The fse attempted to remove the console from the cart, but it was stuck and the latch was not releasing. The fse had to remove the latch and manually release the lever to get the console out of the cart. The fse reinstalled the latch, and it worked normally. The fse attempted to install a new power supply, but discovered that the old power supply was not connected. The main plug going to the power supply was disconnected. Once plugged in, the unit worked fine. The unit passed all testing. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) console was stuck in cart and unit was not charging batteries or powering on while plugged into ac power. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.